Event description:
It was reported that on some occasions the patient experienced intermittent stimulation, when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. An ipg firmware update was performed. Additional information was received that since the ipg firmware update there have been no more ipg resets.

Event description:
It was reported that on some occasions the patient experienced intermittent stimulation, when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. An ipg firmware update was performed.